Event description:
It was reported that during the patient's upgrade procedure, insulation damage to the right ventricular [rv] lead was seen. Upon seeing the damage, the physician stated that noise had been present during prior device checks. Additionally, the device pocket was heavily calcified and it was noted by the physician that the calcification could have contributed to the rv lead insulation damage. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.